Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl due to needing settings adjustments. The customer reported that new medication could have contributed to the low. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.